Event description:
The patient experienced an increase in pain and bilateral upper arm pain following dance class. A lead migrated and the leads were replaced. The patient recovered without sequela.

Event description:
Additional review indicated that the information reported in MFR. Report #3004209178-2013-11031 was about this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 389156, lot# j0454404v, implanted: 2005-(B)(6), explanted: 2012-(B)(6), product type lead product ID 389045, lot# j0313975v, implanted: 2003-(B)(6), explanted: 2012-(B)(6), product type lead product ID 389156, lot# j0454404v, implanted: 2005-(B)(6), explanted: 2012-(B)(6), product type lead product ID 389045, lot# j0313975v, implanted: 2003-(B)(6), explanted: 2012-(B)(6), product type lead. (B)(4).